Event description:
The home patient (hp) reported feeling full, as if they were overfilled, while using the homechoice cycler for apd therapy. The hp relates that they reprogrammed their cycler and used it with the new prescription for the first time when they felt overfilled. The hp relates that during drain 1, it appeared as though the device drained them for a short period of time only before advancing into the next fill phase. The hp relates that after they received the fill volume they felt tight in their abdomen area and suspected that they had received an incomplete drain followed by a full fill. According to the hp, they placed their cycler into a manual drain and removed between 2000-2500mls of fluid before discontinuing therapy using the cycler for the night. There was no patient injury or medical intervention as a result of this incident.